Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including an ipg on (B)(6) 2010. It was reported that the pt is feeling a heating sensation at the ipg pocket when recharging the device. The reported issue is also said to be present when establishing communication between the ipg and the programmer. The pt was recently involved in an automobile accident, but indicated that the ipg heating issue was occurring prior to that event.